Manufacturer narrative:
The simplex tobra single pack full; cat# 6197-9-001; lot# mmr44l was added to this report. It cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that patient was revised on a right knee due to pain and instability.

Event description:
It was reported that patient was revised on a right knee due to pain and instability.

Manufacturer narrative:
The following other devices were also listed in this report:triathlon cr fem comp #5 r-cem; cat# 5510f502; lot# eb8ed.triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# kdold.triathlon symmetric x3 patella; cat# 5550-g-339; lot# 7mt6.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.